Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) was draining the helium tank. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the extra shipping o-ring was incorrectly installed at the helium tank connection. The stm removed the superfluous o-ring then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) was draining the helium tank. There was no patient involved and no adverse event was reported.